Manufacturer narrative:
Additional information received and section h11should be updated as the manufacturer previously alleging the difficulty breathing related to the rep dream station auto CPAP. A rep dream station auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed, and no secondary finding was observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, no error codes were found. The device was corrected. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated. In box -b adverse event/product problem as updated as product problem. In box h type of reported complaint updated as product problem.

Event description:
The manufacturer received information in reference to a ventilator device alleging the device was not functioning properly, specifically there was too much air pressure with use of the device. The patient alleges difficulty breathing. The patient additionally alleges to have observed particles/residue in the filter. Medical intervention was reported as the patient being rushed to the emergency room via ambulance due to difficulty breathing resulting from erratic coughing. The patient required x-rays and a CT scan. The patient was found to have pleural effusion in the left lung due to mucus buildup (believed to be 100% by the patient's child). The patient reported the device was fully functional at the beginning of first use. The patient alleges the difficulty breathing began within a month of receipt and use of this replacement device. The patient alleged that although the pressure of the device was set at 5.0, the air flow pressure would actually be 8.0 and this was determined by the sound of the device while it was in use. The patient's child would power the device on and off throughout the night due to the patient gasping for air because the pressure was not correct. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.